Event description:
It was reported to medtronic minimed that the customer reported on unable to upload. And experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6102. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6102.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.9.0) installed on iphone 16e (ios 18.5) with mmt1886 780g pump (software ver. 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. Medtronic were unable to conduct a thorough investigation due to the lack of diagnostic logs required for a comprehensive analysis. Our assessment was based solely on the available analytics logs. From these logs, medtronic observed that the user was able to pair with the pump, so medtronic assume the issue is most likely related to a loss of communication. Based on our analysis, it appears the user may have closed the application, which could have caused the problem, as the application cannot function properly if it is closed. Issue was not confirmed to assist with the resolution of the issue, medtronic provided the helpline team with the following workaround to ensure that it is addressed effectively: please inform the user that to ensure continuous data uploads to the carelink server and maintain a stable connection with the pump, the minimed mobile app must remain open in the background. If the app is closed manually, it will not be able to communicate with either the pump or the carelink servers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b3 - updated event date to 15-jun-2025. 2. Report date and aware date changed to 15-jun-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.